Event description:
Caller alleged discrepant results during initial training on the inratio meter: results as follows: date - (B)(6) 2011, inratio - 1.4, re-test: 2.5 (>5 minutes between tests). Date - (B)(6) 2011, lab - 8.8; date - (B)(6) 2011, inratio - 1.4, lab - 1.4; date - (B)(6) 2011, inratio - 1.4. Less than 2 hours between meter test and lab draw. Pt did not use the rubber band on the finger when obtaining blood sample. Trainer instructed pt to use a rubber band on the finger prior to doing the finger stick. No signs of bruising or bleeding. When pt had 8.8 inr reading, the doctor withheld his coumadin.

Manufacturer narrative:
Investigation pending.